Event description:
Customer had called the day before due to receiving no delivery alarms; troubleshooting was performed but customer reported that the no delivery alarms are recurring. Customer stated she has previously changed the entire infusion set and reservoir but was still having issues. Her last two cannulas were not bent. Customer also reported that her blood glucose was high at 600 mg/dl and treated with manual injection. Customer contacted her doctor. During troubleshoot; it was stated the drive support cap is recessed. Customer unsure if the tubing has air bubbles. No insulin leak was found. Insulin did not exit the tubing with manual prime. Time, date and bolus wizard are set up correctly but basal rates were incorrect. Insulin pump passed the high pressure test. Multiple no delivery alarms found in the history. Customer also reported that the device has scratches on screen and she is unable to read the bolus history. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number: 2032227-2014-70061 for initial no delivery alarms.